Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was initially placed successfully. The sheath was subsequently cut and peeled away, but was not cut well and ended up being cut with scissors. The lead insulation was damaged at that point, and the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.